Event description:
It was reported that high impedance was detected on the patient's generator following implant of a deep brain stimulator (dbs). It was reported that the patient's impedance was within normal limits prior to the dbs implant. The patient was referred for x-rays; however, no x-rays have been received by the manufacturer for review to date. The patient was referred for lead revision. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.